Manufacturer narrative:
Evaluation summary: no conclusion code available. A partial lead was returned in two pieces and four filars of the right electrode (re) coil were found to be fractured distal to the connector ring but one filar of the re coil was still intact in this location. Electrical testing did not find any indication of internal shorts. Visual examination found damages consistent with that occurring at the time of explant procedure. The results of the investigation concluded the loss of sensing was due to the re coil fractures. As a result of this finding, actions to prevent reoccurrence have been implemented.

Manufacturer narrative:
(B)(4).

Event description:
During follow-up, sensing loss was noted on the right ventricular durata lead. The physician elected to replace the lead and no visual defects were found on the lead during replacement. The patient is in stable condition.